Event description:
This device was returned with oos documentation from biotronik rep. This sys was removed due to infection. The sys was not replaced. Also associated with this report: linox td 65/16, MDR: 1028232-2008-00520.